Event description:
During a robotic radical nephrectomy, a prograsp xi forcep had a wire break while in the patient. Both pieces stayed on the equipment. Promptly removed from patient. No harm to patient and device sent to sterile processing department (spd) to be cleaned and then given to supervisor.